Event description:
Information from the literature article: "modified cabrol shunt after complex redo-aortic root surgery" the 21st annual meeting of the asian society for cardiovascular and thoracic surgery (2013). The patient underwent an aortic root replacement using button bent all technique with the sjm valved graft. Bleeding occurred from the aortic root, both coronary button sites, and many operative sites despite application of sutures, topical hemostatic agents, and recombinant factor vii. A bovine pericardial patch was tailored to isolate the area of bleeding and a modified cabrol shunt was performed. Bleeding was controlled.